Event description:
The customer reported via phone call experiencing high blood glucose levels after having received a new insulin pump. Her blood glucose was 513 mg/dl, which was treated with manual injections. She did not exhibit any symptoms of high blood glucose but did not feel well. She did not observe any visible air bubbles. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime. She confirmed that insulin exited at the quick release. She had not received any alarms since the issue began. The bolus history displayed all entries based on her recollection. She ran the high pressure test and the device passed. She was advised to change the entire set system and treat per doctor's instructions. She suspected an infusion set occlusion at the cannula, but insulin exited the tubing during a 5.0 unit fixed prime. She advised that she would speak with her doctor and call back if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.